Event description:
It was reported that the device became stuck in the lesion, and the shaft separated. A 2.0mm rotapro was selected for use in a percutaneous coronary intervention (pci) procedure of the mid left anterior descending (lad) artery. The anatomy was moderately tortuous with severe calcification and 75% stenosis. There was difficulty during removal, and the device became stuck in the lesion. The shaft separated and was removed using the microcatheter. The procedure was successfully completed with a non-bsc device. There were no patient complications reported. It was further reported that the shaft of the catheter was intentionally cut and another catheter was inserted to remove the rotapro from the body. Rotablation was performed with a 1.75mm device.

Event description:
It was reported that the device became stuck in the lesion, and the shaft separated. A 2.0mm rotapro was selected for use in a percutaneous coronary intervention (pci) procedure of the mid left anterior descending (lad) artery. The anatomy was moderately tortuous with severe calcification and 75% stenosis. There was difficulty during removal, and the device became stuck in the lesion. The shaft separated and was removed using the microcatheter. The procedure was successfully completed with a non-bsc device. There were no patient complications reported.